Manufacturer narrative:
H10: additional manufacturer narrative: e1: address - line 1:(B)(6). The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 38-year-old patient with a perimount edwards valve implanted in an unknown position was placed under consideration for a valve-in-valve procedure after an unknown implant duration due to degeneration. No other information was provided.

Event description:
Edwards received notification that a 38-year-old patient with a perimount edwards valve implanted in the aortic position was placed under consideration for a valve-in-valve procedure after an implant duration of approx. Eight (8) years due to degeneration leading to stenosis. The patient presented with shortness of breath and dizziness. As reported, the procedure had to be delayed and the patient was noted as to be under medical treatment waiting for the valve-in-valve.

Manufacturer narrative:
Updated section b3 (date of event), b4 (date of this report), b5 (describe event or problem), g3 (date received by manufacturer), h6 (health effect - impact code) h6 (health effect - clinical code), h6 (device code(s)), h6 (investigation findings) and h6 (investigations conclusions). H10: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The device was not returned for evaluation, no details regarding what issue warranted the intervention, or what comorbidities the patient had, were provided. Attempts to retrieve the device and additional information were unsuccessful. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.